Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed. However, baxter quality engineering discovered and confirmed this as failure code 804:26. The root cause was determined to be software failure. This condition was not duplicated during product evaluation. Therefore, no repair was necessary. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92. A device history review was performed with no exceptions during manufacturing found.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.